Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
Additional information received revealed that arteriotomy closure of a mildly calcified common femoral artery was attempted and a second proglide device was used to achieve hemostasis.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the components, body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, with no indication of a product quality deficiency that would contribute to the reported experience. Since, only the body of the device was returned, the reported event could not be verified or confirmed. The monofilament was not returned which is an integral part of this investigation; therefore, the probable cause for the reported event could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. To assure that all products perform according to specifications they are subject to an inspection during manufacturing and a quality control audit inspection is performed to verify product quality. There is no indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a proglide device after a diagnostic procedure. Reportedly, during a procedure to treat an abdominal aortic aneurysm and common iliac arteries, the suture of the proglide device did not tie after its complete release. An additional unknown occlusion device was used at the puncture site. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No clinically significant delay was reported in the procedure. No additional information was provided.